Manufacturer narrative:
Test strip lot # 1020214204 expiration date: 2016/07/16 control solution lot # 1030115126 csr 82-127 mg/dl. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical by the boyfriend of the user expressing their concern about the discrepancy between blood glucose results. The caller reported, "...the consumer received a result of 60 mg/dl on her blood glucose meter, she immediately performed another test using the same meter and strips from the same vial getting the following result of 104 mg/dl...." During the first call to customer support, it was revealed that the consumer did not perform a control solution test using nova max control solutions before use their initial test strips as instructed in our directions for use. Nova max control solution was shipped to the consumer to perform a control solution test in a follow up call. A control solution test was performed while troubleshooting in the follow-up call with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant.

Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max plus glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.